Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy(stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation tes" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 and pregnancy. Current weight (B)(6). Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), adnexa uteri pain ("ovarian pain/fallopian tubes pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("psychological or psychiatric condition: anxiety"), depression ("psychological or psychiatric condition: depression"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor / teratoma / cancer") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, adnexa uteri pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, anxiety, depression, neoplasm, nausea, gastrointestinal disorder, weight increased and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, gastrointestinal disorder, hormone level abnormal, menorrhagia, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per essure insertion date: 2011. Current weight (B)(6). Patient experienced one more pregnancy which is captured under case no (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: new pfs received: new events pregnancy(stillbirth or miscarriage), miscarriage, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device ineffective, bladder problem, urinary problem, hormonal changes, urinary tract infection, bladder infection, vaginal infection, depression, anxiety, tumor / teratoma / cancer, nausea, gastrointestinal or digestive system condition, weight gain, ovarian pain/fallopian tubes pain, patient did not underwent essure confirmation test were added. Event injury updated to pain. New reporter, patient information, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)'), pregnancy with contraceptive device ('pregnancy(stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation tes" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 and complication of pregnancy. Current weight 150 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), adnexa uteri pain ("ovarian pain/fallopian tubes pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("psychological or psychiatric condition: anxiety"), depression ("psychological or psychiatric condition: depression"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor / teratoma / cancer") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, adnexa uteri pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, anxiety, depression, neoplasm, nausea, gastrointestinal disorder, weight increased and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, gastrointestinal disorder, hormone level abnormal, menorrhagia, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per essure insertion date:2011.current weight 150 lbs. Patient experienced one more pregnancy which is captured under case no-(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)'), ectopic pregnancy with contraceptive device ('pregnancy ectopic pregnancy (stillbirth or miscarriage)') and abortion of ectopic pregnancy ('miscarriage( pregnancy ectopic -bleeding out,miscarriage)') in an adult female patient who had essure (batch no. 740657, 763646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation tes" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 and complication of pregnancy. Current weight 150 lbs. Concurrent conditions included body mass index normal. On (B)(6)-2010, the patient had essure inserted. In 2017, the patient experienced mood altered ("hormonal changes: moody"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain/fallopian tubes pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("psychological or psychiatric condition: anxiety"), depression ("psychological or psychiatric condition: depression"), nausea ("nausea"), ulcer ("gastrointestinal or digestive system condition - ulcer"), pelvic pain ("pain"), post-traumatic stress disorder ("ptsd") and ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor / teratoma / cancer") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, adnexa uteri pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, anxiety, depression, neoplasm, nausea, ulcer, weight increased, pelvic pain, post-traumatic stress disorder, ovarian cyst and mood altered outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, hormone level abnormal, menorrhagia, mood altered, nausea, neoplasm, ovarian cyst, pelvic pain, post-traumatic stress disorder, ulcer, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per essure insertion date:2011, (B)(6)2010 .current weight 150 lbs. Patient experienced one more pregnancy which is captured under case no-(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: lot number was added. New event "ptsd, moody, ovarian cyst, gastrointestinal or digestive system condition type: ulcers" were added. Severity of event " ovarian pain" updated "severe abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)'), ectopic pregnancy with contraceptive device ('pregnancyectopic pregnancy (stillbirth or miscarriage)') and abortion of ectopic pregnancy ('miscarriage( pregnancy ectopic -bleeding out,miscarriage)') in an adult female patient who had essure (batch no. 740657,763646-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation tes" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 and complication of pregnancy. Current weight 150 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced mood altered ("hrmonal changes: moody"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain/fallopian tubes pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("psychological or psychiatric condition: anxiety"), depression ("psychological or psychiatric condition: depression"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal or digestive system condition - ulcer"), pelvic pain ("pain"), post-traumatic stress disorder ("ptsd") and ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor / teratoma / cancer") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, adnexa uteri pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, anxiety, depression, neoplasm, nausea, gastrointestinal ulcer, weight increased, pelvic pain, post-traumatic stress disorder, ovarian cyst and mood altered outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, gastrointestinal ulcer, hormone level abnormal, menorrhagia, mood altered, nausea, neoplasm, ovarian cyst, pelvic pain, post-traumatic stress disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per essure insertion date: 2011, (B)(6) 2010 .current weight 150 lbs. Patient experienced one more pregnancy which is captured under case no- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Lot number 763646 is invalid. Lot number: 740657, manufacture date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.